Event description:
It was reported by customer that before use on patient, cardiosave intra-aortic balloon pump (iabp) had pressure sensor cable failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields - b4, e1(initial reporter), g1, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) replaced pressure cable ((B)(4)). Checked pressure gain test passed. Device passed all performance and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
N/a.